Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing after loading a cartridge. Customer's blood glucose was 263 mg/dl. The customer primed the tubing to resolve the issue.